Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment and denied damage to the battery cap and moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1, date of submission (B)(4) 2014. The pump has been returned and evaluated by product analysis on (B)(4) 2014 as follows: the battery compartment was cracked from the threads to the grip. The pump failed a leak test due to the battery compartment crack. The pump was opened and removed from the case for further investigation. No moisture or corrosion was observed in the pump other than on the bolus button. The battery and cartridge caps were not returned; test caps were used to complete the investigation.